Event description:
A colostomy and enterotomy was made. A 75 stapler was placed through the enterotomy and colostomy and closed. The stapler would not completely fire and although the elbow of the stapler had completely seated and allowed the stapler to close, we noticed the stapler was off alignment. This would not allow the stapler to fire.